Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that cause pacing inhibition. Furthermore, the rv lead exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.